Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was using a taxus liberte' 3.0x32mm drug eluting stent to direct stent a lesion in an unk vessel. The stent was unable to cross the lesion. The stent delivery system was removed and "there was a problem with the strut". Further medical intervention was required and additional info has been requested regarding pt status.